Manufacturer narrative:
D10 concomitant products: 174006, 174006 protack 5mm disp in, (lot # p5l0820) 174006, 174006 protack 5mm disp in, (lot # p5l0820). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy (lash) with urinary bladder lift, three tackers were used inside the body during mesh application, the tacks could not be secured and were not properly ejected by the handles. The mesh was sutured in place, and the surgical time was extended by more than 30 minutes.